Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.

Event description:
It was reported that the physician was unable to implant the lead due to patient anatomy. The lead was not used. No patient complications were reported as a result of this event.